Event description:
The customer reported the ventilator went vent inop while in use on a patient due to an exhalation autozero failure. The customer reported the ventilator alarmed, and there was no patient harm.